Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported that the trial patient did not feel the urge to use the bathroom today at all and it was the same as before. The patient did not feel the stimulation so they turned it up and was felt in the vaginal area. The patient stated they felt ¿fullness in the stomach area¿. On (B)(6) 2017, follow up information reported that patient went to the local urology clinic for a bladder scan. It was noted that the patient went 250 cc and the scan showed 66 mls left. The patient stated that ¿things were weird¿ today. They could not void yesterday and had to drink coffee to self void. The patient thought they had more to self void as they felt more full. It was also reported the patient felt no change in their symptoms and was not feeling the stimulation. The stimulation was increased to 2.2 where it was felt by the patient in the vaginal area. There were no further complications reported or anticipated. Relevant medical history included the patient would normally sit on the toilet to use for about 1/2 hour and used the restroom and still felt full.